Event description:
A hemodialysis user facility reported the following incident that occurred at the end of a dialysis treatment. The rn reported that initially, prior to this event, a blood leak was visually detected at the twister dial site. Then when the blood was being returned back to the pt at the end of the treatment, the arterial portion of the line separated from the twister dial. The patient did have an approximate 100 ml loss of blood. There was no report of injury or ill effect from this incident. The pt was discharged to home. There is no sample available for evaluation.